Event description:
It has been reported that the device does not power on.

Manufacturer narrative:
The AED support center provided remote assistance to troubleshoot the malfunction. The customer discovered the AED had no lights two weeks ago. Available details indicate that the device had did not work with a known good battery from a functioning AED. The battery insertion test was run and did not resolve the issue. The device is under warranty so the customer was provided with a replacement AED. The AED support center has completed more than three follow up attempts with the customer by phone and email to follow up on the return of the malfunctioning device, but have not received a response. Ten good faith effort (gfe) attempts were made to follow up on the return of the equipment. If/when the logistics limitation has been resolved and the device is returned to philips, the complaint shall be reopened to document further investigation. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The reported problem was confirmed. If the AED is returned to philips, the product will be investigated further to determine the root cause of the reported problem. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.